Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include device misplaced after delivery or communication issues. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
It was reported that, during thr surgery, during the trialing preparation it was noticed that the redapt slvd mono stem 240mm sz 17 ho were not sent to the medical center. After a 44 minutes delay, the implant was brought to the operating room. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).